Event description:
It was reported that free floating white particles approximately 1-2mm in size were observed in the bladder of twenty-six (26) large volume infusors. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 14, 2022 - march 15, 2022. H10: ten (10) devices were received for evaluation. The other sixteen (16) samples were not received and therefore, could not be evaluated. A visual inspection was performed, and it was noted that six returned units and were found to have white particles floating freely in the fluid of the device. No evidence of particulate matter was found in the remaining four units. The floating particles were subsequently removed from the bladder of the units for measurement and material identification. The white particles were found to be between 0.07 to 0.40 square mm in size. The white particles were identified to be acrylic material via ftir test. Acrylic is the material of the plastic stressmember which is located inside the bladder. Therefore, acrylic shavings are not foreign or unknown particles. Tiny shavings from the plastic stressmember may have become loose and got stuck onto the stressmember body during manufacturing. The reported condition was verified for the six returned samples only. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.